Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.

Event description:
Additionally, patient reported "breast painful". Healthcare professional also confirmed left side rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, opening and black particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening anterior side assessed as an unidentified (tear) opening.